Manufacturer narrative:
The device referenced in this case has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the probe unit is detached. The cover glue is cracked affecting insulation. The elevator channel is loose. The insertion tube has multiple buckles. The scope connection is loose. The control knob has play. The endoscope has been repaired and been restored to olympus original factory specifications. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope, the ultrasound transducer came off, the insertion tube and light guide tube are buckled, and the angulation is reduced. There is no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 8 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling of the glue on the distal end occurred because some external force was applied to the distal end or the device was affected by aging deterioration. The following statements are in the instructions for use which can detect the malfunction: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."per the legal manufacturer, the other device defects included in the initial MDR (the ultrasound transducer came off, the insertion tube and light guide tube are buckled, and the angulation is reduced) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.